Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels. Customer's blood glucose level was 538 mg/dl at the time of hospitalization. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with an IV drip and insulin. Customer was vomiting blood. Customer had gallbladder removed. Customer was not wearing the pump at the time of hospitalization. Customer was off the pump for 3 days prior to hospitalization. Customer will call back to complete troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.